Event description:
Nursing was using sling to get patient out of bed. The sling attaches to a lift. Once the patient was in the sling getting ready to transfer patient from bed to chair, the sling tore on the seams. No patient injury or user injury. The tear was inspected, and it was noted to be torn on the sewn seam. The device was returned to the area representative. Manufacturer response for general purpose sling, (brand not provided) (per site reporter) unsure device given to field representative.